Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg. The patient sought medical attention on (B)(6) 2024 at (B)(6) hospital for children & young people. The patient was diagnosed with cellulitis and was put on antibiotics (medication name not provided). The patient was discharged the following day. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.